Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), type catheter. (B)(4).

Event description:
A representative initially reported the patient had passed away and the family ¿felt the pump was to blame¿. The physician ¿did not feel the death was related to the pump¿. A hospital later reported on (B)(6) 2013 that in (B)(6) 2013, the patient had weakness and increasing shortness of breath one week prior to their admission. The patient was initially taken to another hospital and admitted to the ICU on (B)(6) and discharged on (B)(6). The husband thought the patient looked pale. The patient had increasing dyspnea, fever, non-productive cough, and nausea. They denied chest pain. They were noted to be o2 dependent, nearly wheelchair bound, and had chronic left side paralysis. The patient was transferred to the reporting hospital for acute respiratory failure. They arrived to the hospital¿s medical intensive care unit (micu) intubated in fio2 100% with diffuse bilateral infiltrates. Prior to arrival, the patient had been given zithromax, zosyn, and rocephin. The patient opened their eyes, but they did not follow commands. They were placed on ardsnet protocol. They initially required levophed and an arterial line was placed for accurate hemodynamic monitoring. The hospital noted the following summary of the patient¿s stay: on (B)(6) 2013, the patient was taken off pressors. The pump was interrogated on (B)(6) 2013. The pump administered baclofen (2000 mcg/ml) at a simple continuous dose rate of 1428.3 mcg/day. The arterial line was removed on (B)(6) 2013. Altered mental status occurred on (B)(6) 2013; sedation was also indicated. A CT scan of the head showed subarachnoid hemorrhage on (B)(6) 2013. An MRI was also performed as there was concern for meningitis. The baclofen pump was refilled on (B)(6) 2013. On (B)(6) 2013 a lumbar puncture was attempted. A routine electroencephalogram (eeg) was scheduled and the patient was to start acyclovir on (B)(6) 2013. On (B)(6) 2013, a lumbar puncture under fluoroscopy with an eeg was performed. On (B)(6) 2013 valtrax was stopped. On (B)(6) 2013, a repeat CT scan of the brain showed no evidence of significant vascular occlusion, flow disturbance, or vascular lesion. A small 2 mm aneurysm of the right middle cerebral artery (mca) bifurcation was seen and atherosclerotic disease was noted. On (B)(6) 2013, neurosurgery was consulted and it was indicated that no heparin was to be used; follow-up with neurosurgery in 1 year for re-evaluation of the aneurysm was planned. On (B)(6) 2013, another culture was acquired (results not reported) and the patient was started on valacyclovir due to increasing white blood cells (wbcs). A tracheostomy was performed on (B)(6) 2013. Patient outcome at that time was not reported. The patient¿s pump was filled on (B)(6) 2013. The patient¿s pump was also filled on (B)(6) 2013. The patient tolerated the refill procedure without evidence of complication. No change to their dosing was made at either refill. Per the healthcare provider¿s notes, the patient was a (B)(6) female with a complicated past medical history to include a prolonged hospitalization in january for sepsis, respiratory failure requiring tracheostomy, fibromyalgia, copd, tobacco use, gastroesophageal reflux disease (gerd), paralysis with baclofen pump placement, transient ischemic attacks (tias), depression, and neuropathy who was transferred to the reporting hospital¿s micu on (B)(6) 2013 from another hospital they had been admitted to on (B)(6) 2013 with septic shock, hypoxic respiratory failure with ards and (B)(6) urinary tract infection (uti). The patient was treated with zyvox, doripenem, and tobramycin. Treatments also included a peripherally inserted central catheter (PICC) placement, both intubation and extubation, two occasions of central venous catheter (cvc) placement, and a lumbar puncture. The following diagnostic studies were performed (specific dates and results not reported): CT head without contrast, mr brain without contrast, cta chest, CT head without contrast, eeg, multiple plain films studies including portable chest and abdominal x-rays, and a thoracic spine x-ray. During the patient¿s ICU stay, the patient suffered from hyperactive delirium requiring heavy sedation, pyrexia secondary to baclofen withdrawal, and ischemic/embolic new bilateral frontal strokes from aortic arch/mural thrombus found on transesophageal echocardiogram (tee). The patient¿s sepsis resolved and they were diuresed and extubated on (B)(6) 2013 with plans for getting the patient home with hospice if possible. The patient was transferred to the hospital¿s intermediate care unit (imc) on (B)(6) 2013 where she continued to stabilize. Her suctioning requirements decreased, and she was transferred to the floor on the hospitalist service on (B)(6) 2013. During her floor course, palliative care was consulted to facilitate end of life issues. They remained on dnr/dni status with limited scope of treatment. On the night of (B)(6), the patient was found with decreased responsiveness and a code sepsis was called. After discussions with the patient¿s husband about goals of care and the patient¿s imminent death, the patient¿s husband confirmed the patient¿s desire for them not to be escalated. The patient was then placed on comfort care status. The next night, the patient became hypotensive and a code sepsis was again called. It was agreed to pursue vasopressors, and the patient was transferred to the micu. On arrival, the patient had a profound respiratory acidosis and they were hypotensive, with systolic blood pressure in the low 80s and into the 70s. The patient¿s mean arterial pressure (map) was 40, and they presented with agonal breathing. A left subclavian line was placed and levophed was run at 50 mcg/min, with a quick improvement in the patient¿s blood pressures. The patient¿s respiratory failure was severe. The husband confirmed that the patient would not want to be intubated. The patient was transferred to strictly comfort care measures and they soon expired. The patient was discharged on (B)(6) 2013 with a principal problem discharge diagnosis of hypovolemic shock resolved. The following active discharge diagnoses were also noted: chronic obstructive pulmonary disease, adult respiratory distress syndrome (ards), healthcare-associated pneumonia (hcap), delirium, debility, a history of subarachnoid hemorrhage, a history of stroke with residual effects, thrombus of aorta, ischemic encephalopathy, quadriparesis, acute-on-chronic respiratory failure, septic shock. The patient¿s severe sepsis with septic shock was noted to be resolved. The preliminary cause of death was noted to be septic shock and hypercarbic respiratory failure. The patient was discharged on (B)(6) 2013; ¿(B)(6) 2013¿. Previously scheduled meds/products included the following: 0.9% sodium chloride, baclofen 25 mg (per g tube three times per day), ipratropium (3 ml), and levetirac (1000 mg, oral every 12 hours). Discontinued scheduled meds/products included: acidophilus, aspirin, chlorhexidine, dopamine, enoxaparin, fluticasone, folic acid, guar, miconazole, nystatin, pantoprazo, piperacillin-tazobactam, vancomycin, and warfain. Prn meds included 0.9% sodium chloride, acetaminophen, albuterol, dextrose 10%, glycopyrrolate, ipratropium, lorazepam, morphine, ondansetron, oxycodone, and polyvinyl alcohol.